Event description:
On june 6, 2024, senseonics was made aware of a serious adverse events due to hypoglycemia which happened on (B)(6) 2024 at approximately 04:30 pm when the patient suddenly fainted while in the office. Emergency medical care was alerted and an ambulance assisted the patient on the site by administering glucose. The patient complained that the hypoglycemic coma event happened without any alerts from the smart transmitter. The patient reported that the blood glucose (bg) value was 42 mg//dl and sensor glucose (sg) reading was 36 mg/dl. Patient felt fine after glucose administration.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. A review of the device alert history revealed that the system had correctly asserted low glucose alerts at the time of incident. One alert was asserted at 04:10 pm and another alert was asserted at 04:25 pm. The low glucose alert threshold was set at 80 mg/dl. Since the sg value went below the alert level, the system asserted low glucose alerts. The customer complained that they could not properly hear the sound alert. He felt very mild vibration for low glucose alerts. To further investigate the transmitter, a return material authorization (RMA) was issued for transmitter. Manufacturer is currently awaiting for the transmitter to be returned for further evaluation. Results of the evaluation will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. A review of the device alert history revealed that the system had correctly asserted low glucose alerts at the time of incident. One alert was asserted at 04:10 pm and another alert was asserted at 04:25 pm. The low glucose alert threshold was set at 80 mg/dl. Since the sg value went below the alert level, the system asserted low glucose alerts. The customer complained that they could not properly hear the sound alert. He felt very mild vibration for low glucose alerts. To further investigate the transmitter, a return material authorization (RMA) was issued for transmitter. However, the transmitter was never received and thus, no further investigation was possible for this complaint. B4.date of this report 19 july 2024. G3.date received by the manufacturer? 19 july 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.